Manufacturer narrative:
Concomitant prodcuts: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced wound dehiscence and was mild in severity. The event was related to the "other component" procedure. The patient's primary care provider (pcp) noted dehiscence over the anchor site, in the back, on (B)(6) 2015. The culture taken was negative. On (B)(6) 2015, the patient was examined by the managing health care provider (hcp) and reported that he noticed the opening on (B)(6) 2015, however did not contact the hcp at the time. An unexpected clinic or office visit occurred as a result of this, on (B)(6) 2015. This was also noted as a surgical intervention; specifically, the distal catheter was replaced and spliced to the old proximal catheter. The patient resolved without sequelae; the resolve date was (B)(6) 2015. The drugs delivered via the device system were dilaudid, clonidine, and bupivacaine.